Event description:
Procedure type: lap chole. According to the reporter: part of the sleeve came off during the case and fell into the patient's cavity, and was unable to remove it. There was no tissue damage, blood loss or delay in or time. No patient injury was reported. No other information provided.